Manufacturer narrative:
H10: one actual sample was evaluated. A visual inspection with the naked eye noted a loose green cap to the patient connector. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia cassette "came off" in the packaging. This was noticed prior to use of peritoneal dialysis therapy. The patient did not use the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.